Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported to philips that there was a cable issue, no lead 3. The user reported that a patient was involved, however no patient harmed was reported to philips.

Manufacturer narrative:
.